Manufacturer narrative:
On december 6, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side ptosis. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent revision breast augmentation with 600cc mentor memorygel breast implants on both sides and experienced capsular contracture; baker grade unknown on her left side postoperatively. On (B)(6) 2020, mentor became aware that the date of replacement surgery was (B)(6) 2020. The replacement devices used were catalog number shpx535; serial number (B)(4) on the left side, and catalog number shpx535; serial number (B)(4) on the right side. Mentor also became aware that the baker grade was iii of the capsular contracture experienced. On (B)(6) 2020, mentor became aware that patient also experienced bilateral ptosis in addition to left side capsular contracture; baker grade iii. This report is for the patient¿s right-sided device.